Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy had turned off and reset to shipping parameters. When asked what he patient was doing at the time of the power on reset was seen, the patient stated she went to check the ins with her patient programmer because she had been feeling pain back where the ins was lately. She also stated fallen twice on the device and broke her hip. It was mentioned that she had experienced emi environmental exposure CT scan. No further complications were anticipated/reported.

Event description:
Follow up information received from the manufacturer¿s representative reported that the doctor¿s office did not know anything about the complaint. The representative stated they did not know what the issue was and ¿did not know anything about this¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic if information is provided in the future, a supplemental report will be issued.